Event description:
Event: "burns and blisters". Product problem: end block gold coating failure. Dose or amount: 32j/cm2 to 38j/cm2, frequency: per pulse, route: transdermal. Dates of use: (B) (6) 2006 - (B) (6) 2010. Diagnosis or reason for use: unk. Event abated after use : no.